Event description:
Pcvc line inserted without event. Upon removal of introducing splitting needle the catheter was noted to be half intact. Chest x-ray showed a small caliber curvalinear density within the cardiac silhouette.